Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event. The patient was treated with injection (inj) vancomycin (1 gram, frequency, route, and duration not reported), inj amikacin (150 mg, frequency, route, and duration not reported), inj cilanem (250 mg each bag, frequency and duration not reported), cifran tablets orally (dose, frequency and duration not reported) and fluconazole tablets orally (dose, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that at the time of this report, the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.